Manufacturer narrative:
Corrected event date and explant date

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01681. For clarification, the patient experienced pain, and then numbness and weakness in both legs during the night of (B)(6) 2017. The physician explanted both trial leads and then sent the patient to the emergency room for MRI and neurology consultation. Patient had a hematoma that spanned spinal column from t8-l2, and patient had a laminectomy that spanned the same vertebral columns. As of (B)(6) 2017, bilateral loss of motor function continues. Explant date of leads has been corrected.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2017-01681. Follow up information identified the patient¿s care has been transferred to another physician. Patient status has not been provided to the manufacturer.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01681. The patient reported experiencing back pain, as well as numbness and weakness in both legs. As a result, the physician explanted both trial leads. Physician sent patient to the emergency room for MRI and neurology consultation.